Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked top case and bottom case. The tamper seal was broken. Review of the event history log (ehl) showed ? Invalid syringe size." A syringe sensor test was performed as part of the functional test and the reported issue was duplicated. The plastic pin came loose from the plastic tab of size pot. As a result, the size pot was reassembled and preventive maintenance and functional testing were performed. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was unable to show the proper syringe pump size. It is unknown if there was patient involvement, no adverse patient effects were reported.